Event description:
The hospital perioperative manager reported that an ureteroscope was left in a system 1 processor overnight after completion of a sterile processing cycle. The following morning, a technician ran a diagnostic cycle in the system 1 processor, but did not remove the ureteroscope. The diagnostic cycle does not include use of steris 20 sterilant. Following the incorrect inclusion in the diagnostic cycle, the ureteroscope was used during a patient procedure.when the hospital reported the event to steris, the hospital acknowledged that the system 1 operating instructions were not followed. The facility inquired whether a scope processed in this manner would be sterile and was informed by steris that devices cannot be guaranteed as sterile unless processed in accordance with steris's instructions for processing and use. Reportedly, the patient was already prescribed an antibiotic due to her procedure and it was decided by hospital staff to extend this treatment as a precaution. The facility reported that the patient experienced no adverse effects. The perioperative manager also stated that she had reminded her staff about the proper processing of scopes and their immediate removal from the system 1 processor and use following completion of a cycle.

Manufacturer narrative:
The purpose of the system 1 diagnostic cycle is to verify the proper functioning of the processor. This cycle is initiated differently than a sterile processing cycle and does not include use of steris 20 sterilant concentrate. At the conclusion of a diagnostic cycle, the processor's lcd display and paper printout both indicate that the processor has completed a diagnostic cycle.a steris service technician inspected the unit and verified that the system 1 processor was operating properly. The technician verified that the system 1 chemical indicators and biological indicators used in the processing cycle passed and the cycle printout from the processing cycle also documented that the cycle passed.steris is not aware of any adverse clinical event associated with this incident and is filing this MDR because the sterility of devices processed in system 1 cannot be guaranteed unless devices are processed in accordance with steris's instructions for processing and use. Refresher in-service training for the hospital regarding proper use and operation of system 1was offered; however the hospital declined.